Event description:
The pt stated that he received a medpor nasal shell implant on (B)(6) 2008. The pt stated that he has not developed an infection. The pt stated that he has been advised by several doctors to have the implant removed. The pt stated that he has been advised by several doctors that the doctor who performed the initial surgery did nothing wrong and that the implant was the problem.

Manufacturer narrative:
Lot number info was not provided to enable an investigation.